Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Quality defect: crumbling plastic or glue/lubricant deposits inside the syringe a pharmacy assistant noticed the defect just before preparing a preparation. I am contacting you to report a quality defect on seven 50ml syringes. Please find enclosed the completed declaration form with the necessary information. I would also like to point out that we have kept the defective syringes concerned, should you wish to return them to your laboratory. I'd like to follow up on the materiovigilance declaration. In fact, we have noticed that this defect concerns many more syringes than the number announced in the declaration. This is becoming a real problem for our production unit. I am also enclosing photos of the defect.

Event description:
No additional info

Manufacturer narrative:
Samples and photos received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on the samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2308741, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2308741 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.